Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested with low blood pressure. The breach in aseptic technique was not further described. The patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1gm, night dwell, ongoing) and meropenem injection (1gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from low blood pressure; however, the patient had recovered from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.